Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Cause of bg level was not known. Customer required assistance from the school nurse who helped administer a bolus via the pump. Customer went to the emergency room with high ketones and continued to use the pump for insulin therapy, administering boluses via the pump, resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.